Event description:
N/a.

Manufacturer narrative:
Additional contact information:(B)(6). A getinge field service engineer (fse) done on-site inspection shows that the sound comes from the pump working sound. The customer is advised to perform pump maintenance. Because the equipment is out of warranty, the customer refuses maintenance. Instructed the customer to use the equipment in a standardized manner. The equipment has passed all factory-specified performance and safety indicator tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete e1 (site name ) (B)(6) hospital ; (tele #) (B)(6).

Event description:
It was reported that during inspection, before use the cs300 intra-aortic balloon pump (iabp) device was turned on with a very loud sound. There was no patient involved.